Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she went to see her doctor on (B)(6) 2015 and she called the manufacturer on (B)(6) 2015 and noted that stimulation was not working well for her.

Manufacturer narrative:
Product ID 3889-33, lot# v054591, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that her device was not working well and her symptoms had returned. The patient adjusted stimulation, but her symptoms did not improve. The healthcare provider (hcp) wanted a manufacturer representative (rep) to come in. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.